Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, a coblator ii controller was not working; when it was plugged it switched off. Surgery resumed after a delay greater than 30 minutes with a back-up device. No further complications were reported.

Manufacturer narrative:
Correction: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Information has been received and it was confirmed that no patient was involved or under anesthesia when the issue took place and also the failure mode is not considered reportable . If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.